Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an error message on the display of her freestyle flash blood glucose meter. She further reported experiencing fatigue, polydipsia and weakness. Customer self-presented to a local hosp where she was diagnosed with hyperglycemia, and treated with a saline intravenous and humalog insulin. There was no report of death or permanent injury associated with this event.